Event description:
It was reported that a healthcare profession (hcp) called inquiring about a patient's right ventricular (rv) lead that exhibited very infrequent and short episodes of t-wave oversensing (twos). Programming options were provided to the caller. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.